Manufacturer narrative:
(B)(4).

Event description:
It was reported the anchor broke in half. A backup device was available to complete the procedure following a short delay. No patient impact was reported.

Manufacturer narrative:
Additional information:the reported multifix s-ultra device, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was established. From the information provided, the anchor broke in half. Visual inspection shows the mfs die broke at the threads and the anchor broke proximal to the tip. Based on our visual evaluation, customers complaint was confirmed as the reported device was received with its anchor and mfs die broken. Root cause based on our visual inspection and based on breakage of the mfs die, root cause was determined to be due to misalignment between the device and tapped hole. Bending or twisting the device during and after the insertion can result in damage to the implant or incomplete insertion. Excessive probing can also result in damage to the implant. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.